Manufacturer narrative:
The pump was received with no up button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a broken pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer was unable to resolve the alarm with a battery change. The customer's blood glucose was around 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.